Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of disconnections. The tubing sets were being used for deliveries of unspecified medications. The option-lok male adapters of the tubing sets were connected to the female adapters of pts' IV catheters. After unspecified lengths of time, the option-lok male adapters disconnected from female adapters of the IV catheters and unspecified volumes of solutions leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pts' effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no add'l info was provided.